Manufacturer narrative:
Device available for evaluation - yes. Placeholder.

Event description:
Customer reported that a laser vision correction patient presented with overcorrection after an enhancement procedure on left eye. Patient was -0.75 with some cylinder pre-op and now is +5.00. Primary lasik procedure performed on (B)(6) 2000;1st enhancement performed on (B)(6) 2001;2nd enhancement performed on (B)(6) 2013;preop os -0.50 +1.00 x 45 best corrected visual acuity (bcva) not documentedpost op os +5.00sph 20/40;possible loss of bcva.

Manufacturer narrative:
(B)(4): overcorrected vision the clinic is reporting this adverse event only and did not request or require field service or clinical support. However, an abbott medical monitor contacted the surgeon to discuss the event. During the conversation it was mentioned by the surgeon that he performed a customvue photorefractive keratectomy (cv-prk) for this patient. Abbott medical monitor explained that this is an off-label procedure of the equipment. He also discussed that the most likely explanation for this overcorrection is inadvertent removal of a portion of the lasik flap while removing the epithelium with etoh (ethanol) or thin epithelium in the early post prk period. Abbott medical monitor recommended the surgeon to obtain an oct (optical coherence tomography) to help differentiate between these two possibilities. The ablation time and depth do not appear to account for this outcome. A review of the patients charts provided by the surgeon was conducted however, they were not clear and that is why an oct was suggested. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.